Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level below 40 mg/dl. Reportedly, the customer was a sensitive diabetic and when correcting bg levels, the customer experienced low bg levels. Food was consumed to treat the low bg level. Recommendation was made to consult with health care provider regarding diabetes management.